Event description:
It was reported that the 9800 system had an error message of "cine disk not available" and would not do cine runs. All other system functioned operated normally and no cases were delayed. No patient injury reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.